Manufacturer narrative:
The field service engineer (fse) reviewed the system and service logs and the logs show there was an x-ray tube arc during the initial scan. The arc caused a momentary loss of x-ray outout, resulting in the image artifact. The fse calibrated the system and it was working appropriately. Several test scans were run without any issues. As the patient was rescanned, this report is being filed. No additional information has been received on this incident. If any additional information is received, a follow up report will be filed.

Event description:
Per the CT tech, they scanned the patient and an artifact was present in the images gathered. The next scans were ok. It was confirmed that the patient was rescanned to obtain additional images.